Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found two damaged rinse tubes and replaced them and cleaned the detergent and reagent lines. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 1.78 mmol/l. The repeat result was 2.32 mmol/l. The patient was sent to the emergency room where a new sample was collected and gave a normal result. No patient treatment or harm was alleged.